Manufacturer narrative:
Technician found missing ratchet rivets. Unable to determine how rivets were broken off and missing. Technician replaced (2) rivets to resolve.

Event description:
Technician found siderail would not latch in up position.